Manufacturer narrative:
(B)(4). Additional information was received that the patient's irregular heart beats were not device related. No further course of action will be taken.

Event description:
A report was received that the patient was experiencing irregular heartbeats. It is unknown if the issue is device related.

Manufacturer narrative:
Additional suspect medical device component involved in the event: model #: sc-8216-50, serial #: (B)(4), description: artisan surgical lead, 50cm.

Event description:
A report was received that the patient was experiencing irregular heartbeats. It is unknown if the issue is device related.